Event description:
It was reported that during patient use, a ventilator became inoperative. There is no report that the patient was transferred to another ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device and verified the issue. The cse replaced the analog interface (ai) printed circuit board (pcb). The cse then performed all testing and all tests passed.